Event description:
It was reported that an aq2003v silicone three piece lens was torn during surgery. The lens was removed without any pt injury. Further info was requested, but none forthcoming. If add'l info is received a supplemental medwatch form will be submitted.